Manufacturer narrative:
Title: improvement of the primary efficacy of microwave ablation of malignant liver tumors by using a robotic navigation system. Source: radiol oncol 2020; 54(3): 295-300 accepted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature article comparing the primary efficacy of robotic guided ablation of liver malignancies with that of manually guided ablation. Between 08/2011 and 11/2018, 192 patients with 264 liver tumors underwent either free hand or robotic guided microwave ablations with either a competitor's device or the device. Treatment-related patient death (grade v) occurred in 1 (0.57%) of the robotic-guided procedures and 0 (0.00%) of the freehand guided procedures where two days post procedure the patient experienced severe cholangitis which progressed to liver and kidney failure.